Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's parent reported that there were incorrect doses in the inpen logbook. Customer states the logbook was showing a dose different than what was dialed up to. No harm requiring medical intervention was reported. The device was not returned for analysis.